Manufacturer narrative:
The other relevant components include: product ID 8709 serial# (B)(4) product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 40mg/ml dil audid at 8.705mg/day, and 0.12mg/ml clonidine at an unknown dose via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient had a pump revision due to normal elective replacement indicator (eri). The patient told the rep that they noticed increased pain when getting closer to refills. The rep stated the programming only shows one drug dil/clo 40mg/ml at 8.705mg/day. The rep believed the drugs are dilaudid and clonidine. The rep stated in the note section of the pump it shows "dil 40mg/ml and clo 0.12mg/ml." No further complications were anticipated/reported. Additional information was received from a manufacturer's representative. It was reported that there was some fluctuation done to the dosing which was not originally reported. It was stated that the surgeon attempted to aspirate the catheter on (B)(6) 2017 and was unsuccessful. It was stated this was attempted intra operatively, and the entire catheter ended up being replaced. The doctor was unable to observe any cerebrospinal fluid (csf) with the needle when trying to place the new catheter so the doctor surgically then accessed the dura and placed the catheter. The doctor did see drops of clear (suspected to be csf) before the catheter was attached to the new pump. It was stated 8 drips of clear fluid (suspected to be csf) left the proximal end of the catheter. The starting dose for the patient with the new catheter was stated to be decreased 20% to 6.95mg/day. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.